Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: february 10, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model drn00v, was implanted into the patient¿s left eye. Following implantation, the patient was dissatisfied with her near vision. As a result, the lens was explanted during a secondary surgical procedure. The procedure was successfully completed using a non¿johnson & johnson lens. No incision enlargement, vitrectomy, or sutures were required. No additional information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code: 4619-hm-visual disturbance- dysphotopsia- requiring surgical intervention: dysphotopsia - (requiring surgical or medical intervention) section h6: health effect- impact code 4631-hm-blurry vision (not impacting daily life activities): vision blurred (patient daily life activities not impacted). Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.